Event description:
New information received states myopotential oversensing was still present on the ventricular channel. It was recommended to bring the patient back to the clinic, reproduce oversensing, and turning off the low frequency attenuation filter. No further information is available.

Event description:
It was reported that during routine follow-up, high capture threshold and stored episodes of non-sustained rv oversensing were observed. Myopotential oversensing was suspected. Further evaluation and programming changes were recommended and will be evaluated during next scheduled follow-up. The patient¿s condition was fine.

Manufacturer narrative:
(B)(4). Device not returned.